Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. It was reported the patient¿s device was not working last time and was fixed by his new doctor provided by the manufacturer. It was clarified the device being referenced was the pump. No further complications were reported/anticipated or expected.